Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "sinusitis" is deemed not device related but is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the cheeks and marionette area with juv¿derm voluma¿ xc. A month later patient was injected on the left side cheek and marionette area with juv¿derm voluma¿ to "even out the patient." Approximately eight months later, patient called the office reported "swelling and redness and went to the emergency room." Later that month, patient called the office to report, "harden, swelling, soreness, and possible clogged tear duct". Patient reported "feeling like they were getting a boil on the sides of their nose". On the first week of the following month patient called office to report, "lumpiness and swelling" in the areas they were injected. Patient stated they were treated for sinusitis with antibiotics. Deemed not related to the device. Patient felt the issues "were made worse". Patient went to the emergency room again and was treated with a prednisone injection. Four days later, the hcp treated the patient with prednisone and singular. The patient has not been seen in the office. Patient has sent the office photos and noted "puffy and red" in all the photos received. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00248 (allergan complaint #(B)(4)). This record captures the first injection of juv¿derm voluma¿ xc.